Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, at the incision closure on an open procedure for a foot case done by a podiatrist, the doctor said that it was the suture that became infected. The knot was still there and did not absorb which was expected to have happened after six months.